Manufacturer narrative:
The reported event of device dislodged or dislocated was not confirmed. A visual inspection revealed no anomaly on the helix. The helix length was measured within required specification. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed revealed no anomalies.

Event description:
It was reported that the ventricular device dislodged to the right atrium after it was fixated and released from the delivery catheter. The next day the device was explanted and replaced to resolve the event. The patient was in stable condition.